Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with an ams monarc subfascial hammock device on (B)(6) 2005 and a non-ams device on (B)(6) 2005. The plaintiff's attorney alleges, the plaintiff "has suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities" and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.